Event description:
A malfunction on the pump was reported by the caller, who noted at least three previous occurrences of the same issue. There was no adverse impact to the customer's blood glucose level. Customer was advised to switch to multiple daily injections for continuous insulin delivery and was informed that a replacement pump with updated software would be sent.